Manufacturer narrative:
A visual inspection of the returned device found that the device had fractured. Specifically, the instrument is fractured just below a weld. This component also exhibits impaction damage and heavy gouging. The device history records were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. The device is used for treatment a product history search identified no other similar complaints for this part and lot combination. The instrument has a potential field age of approximately 9 years. The manual orthopaedic surgical instruments recommendation for care, cleaning, maintenance and sterilization states ¿visually inspect for completeness, damage and/or excessive wear¿. The damage is likely due to wear and tear from repeated use and sterilization.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete. (B)(4).

Event description:
It is reported that the instrument broke upon normal impaction with a mallet.